Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00405 on july 30, 2021. On august 02, 2021 correction: this a correction to section d4 of the initial MDR. The initial MDR had the incorrect catalog # and unique identifier (UDI) #. The correct information for section d4 is as follows: catalog # 11207376, unique identifier (UDI) # (B)(4). Section d4 was updated with the information. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00405 on july 30, 2021. Siemens filed the MDR 1219913-2021-00405 supplemental report 1 on august 04, 2021. On september 16, 2021 additional information: siemens healthcare diagnostics investigated. Advia centaur xpt sars-cov-2 igg (scovg) lot 007 non-reproducible reactive result observed with one patient sample. Sample handling was reviewed. The customer service engineer (cse) went onsite to troubleshoot sample integrity errors on this system. After service, there have been no further instances of non-reproducible results. Based on the information provided, siemens is unable to rule out potential system or pre-analytical factors and cause for non-reproducible results. No product non-conformance identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The limitations section of the IFU states the following: "a positive result may not indicate previous sars-cov-2 infection. Consider other information, including clinical history and local disease prevalence, in assessing the need for a second, but different, serology test to confirm an immune response. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. At this time, the presence of an immune response cannot be interpreted as confirmation of immunity. Thus, continued precautions to avoid infection will occur with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a reactive (positive) advia centaur xpt sars-cov-2 igg (scovg) result for a patient sample upon repeat. The reactive (positive) result was considered discordant with the initial nonreactive (negative) result. The same sample tube was repeated after centrifugation and the result was nonreactive (negative) a second sample tube from the same patient was tested and the result was nonreactive (negative). There are no known reports of patient intervention or adverse health consequences due to the reactive (positive) scovg result.